Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 250-300 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus and increased basal, customer's blood glucose (bg) level lowered to 30 mg/dl. Due to the decreased bg level the customer lost consciousness. Customer was transported to the emergency room and subsequently admitted to the intensive care unit on 8/10/2025 and was intubated. At the time of the report with tandem technical support, the customer has received treatment; however, specifics are unknown. Customer was still admitted to the hospital with no known damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.